Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer called in to report the insulin pump alarmed during the prime process. The issue was resolved when the customer changed out their reservoir and infusion set. The customer was able to complete bolus delivery. Blood glucose reading at the time was 444 mg/dl. Advised the customer the infusion set and reservoir will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.